Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the operating room for a device change out. The lead was imaged prior to surgery and externalization was noted. No electrical anomalies were detected. The patient will continue with routine follow-ups.